Event description:
Related manufacture reference number: 2017865-2023-24485 it was reported that the patient presented during leadless pacemaker implant. During procedure, cardiac perforation and cardiac effusion was noted. The leadless pacemaker was not implanted. The patient is recovering from procedure.